Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that the foot pedal is getting stuck, and at times will not respond at all. No patient involvement or medical intervention.

Manufacturer narrative:
Submit date: 10/16/2012. An investigation is currently underway. Upon completion, the results will be forwarded.